Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that an aleutian tlif ii straight inserter had several breakages outside the or. There was no patient involvement in this event, therefore, no adverse consequences were seen.

Event description:
It was reported that two aleutian tlif ii straight inserter inner shafts were fractured outside the or. There was no patient involvement in this event, therefore, no adverse consequences were seen. This report captures the first inner shaft.

Manufacturer narrative:
The device has been received and fields b5, d4, d9, and h3 have been updated.

Manufacturer narrative:
It was observed that the inserter had a tip fracture, there were also markings on the knob of the instrument indicating another device was used to twist it. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. While the customer reported that the surgeons don't use excessive force on the instrument the deformation of the tip indicates an excessive torsional force was placed on this instrument, furthermore there are markings on the knob meant to limit the amount of torque applied that indicate the surgeon may have used another device to twist the inner shaft which isn't a correct application of the surgical technique. Correspondence reveals that this device was used frequently in surgeries which may have contributed to the fracture. The most likely cause of the reported event is due to excessive torsional force applied on the knob .

Event description:
It was reported that two aleutian tlif ii straight inserter inner shafts were fractured outside the or. There was no patient involvement in this event, therefore, no adverse consequences were seen. This report captures the first inner shaft.